Manufacturer narrative:
The remote service engineer (rse) performed trouble shooting remotely with the customer. The rse had the customer check the physical speaker connection and it was identified that no speaker was connected. The customer was advised to obtain a replacement speaker to connect to the central station. Based on the information available and the testing conducted, the cause of the reported problem was that no speaker was physically connected to the device. The reported problem was confirmed. The customer was advised to obtain a replacement speaker to resolve the issue. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the m3150 release l.0 lite upgrade indicating that there was no sound on the central station. The device was in use on patient at time of event, there was no adverse event reported.